Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, an adverse event was reported. The patient¿s mother stated the sensor had failed. She stated later in the afternoon, the patient was complaining that he was not feeling well and felt like vomiting. She stated his sugar levels were high but does not remember what the values were at the time. She stated the patient was not responding to the insulin that they were given and when using a home test, the patient¿s mother stated the patient had ketones present. The patient started vomiting and the patient¿s mother called the hospital and brought him in for treatment. The patient was seen by the doctor and when they tested his blood glucose, it as at 635 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with an insulin drip via intravenous (IV) therapy and was given electrolyte treatment. Additionally, the patient¿s mother made no allegation against the dexcom system and she stated they did not use the glucometer as much as they should have after the sensor had failed. At the time of contact, the patient¿s blood glucose had dropped to 263 mg/dl and was in stable condition. It was indicated that the patient was still in the hospital recovering at the time of contact and was being monitored every hour.